Event description:
The sheath separated from the hub while in the patient causing tremendous blood loss. Due to this difficulty, the patient had to receive multiple units of replacement blood. A new ansel sheath was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.